Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a recurring no delivery alarm after changing the set and reservoir multiple times. Blood glucose level at the time of the incident was 32 mmol/l. During troubleshooting, the customer was able to get insulin to exit the tubing slowly. Customer was advised of possible site issue. The customer also reported the device had physical damage and the up and down buttons are no longer responsive. The insulin pump was not replaced or returned for analysis.